Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone16.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hypoglycemia during the fall of 2025. The patient could not remember their blood glucose levels just knew that they were low. The patient does not remember the length of wear for the pod or the pod site location. Symptoms reported include sweating and unable to think clearly. The patient does not recall any diagnosis from the healthcare professional but does remember being given orange juice at home before going to the ER. The patient did not state when they were released from the ER.